Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging the patient¿s onetouch ultralink meter was displaying an ¿error 2 strip issue¿ message. According to the ot ultralink owner¿s manual, an error 2 could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 3:30pm she had symptoms of ¿anxious and thirsty¿ which she associated with hyperglycemia. The patient reported on (B)(6) 2013 at 3:45pm she tested on the meter and the alleged issue occurred and she gave herself 3 units of insulin. The patient reported using insulin pump therapy to manage her diabetes. The patient reported at 6:45pm on an unknown date, she had less to eat or drink than usual. At the time of troubleshooting, the cca was able to determine it was not the first time the meter had been used. When the power button was pressed, the error 2 message did not appear. The cca confirmed the patient was using the correct test strips. The patient¿s testing process was correct. The alleged issue was not resolved with a retest. This complaint is being reported because the patient claims due to the alleged issue, she was unable to control her blood glucose adequately, developed symptoms suggestive of hyperglycemia and required self-treatment.